Event description:
It was reported that while interrogating the device during the follow up in clinic, sudden low pacing impedance was noted during testing. Abbott technical support was contacted, the session records were analyzed, and the low pacing impedance was suspected to have been incorrect measurements due to a telemetry anomaly. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.